Event description:
A customer consultant neurosurgeon described 2 cases when surgiflo was used and after a hematoma developed, confirmed by CT scan. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes. Did the patient require revision surgery or hardware removal?: unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. What was the date of the procedure?: unknown. - what is the name of the procedure?: unknown. - what was the indication for using the product?: "to provide haemostasis". - can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided?: "none provided.". - what is the surgeon's opinion as to the relationship of the product to the symptoms?: "he verbalised that he felt the surgiflo caused a hematoma and will not use on his patients". The surgeon declined any further questions.